Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Several a47 alarms in the history file due to a corrupted history file. All operating currents are within specification and passed the displacement test, self-test, off no power test, a21 error test, rewind, basic occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump had a motor error alarm and a spanish anomaly alarm. Customer reports that issues occurred with back up pump as well. Customer's blood glucose was 541 mg/dl. Customer would be returning pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.